Event description:
Leave behind product inside-vagina [foreign body in reproductive tract]. Leave behind product inside when I am taking it out [complication of device removal]. Tampon comes apart [device breakage]. Leave behind product inside. Never something I noticed before with the previous make [product quality issue]. Consumer reported via email that the tampons are coming apart and leaving product inside of her during removal. No serious injury was reported.

Event description:
Leave behind product inside-vagina [foreign body in reproductive tract]. Leave behind product inside when I am taking it out [complication of device removal]. Tampon comes apart [device breakage]. Leave behind product inside... Never something I noticed before with the previous make [product quality issue]. Case description: consumer reported via email that the tampons are coming apart and leaving product inside of her during removal. No serious injury was reported. 28-may-2021: no cause determined: insufficient information to investigate further by the manufacturer.

Event description:
Leave behind product inside-vagina [foreign body in reproductive tract]. Leave behind product inside when I am taking it out [complication of device removal] tampon comes apart [device breakage]. Leave behind product inside. Never something I noticed before with the previous make [product quality issue]. Case description: consumer reported via email that the tampons are coming apart and leaving product inside of her during removal. No serious injury was reported.